Manufacturer narrative:
The charging cable and adapter were not returned with the controller. Visual inspection of the returned controller found evidence of thermal exposure. Damage was observed inside the charging port to the internal connector, and debris was found inside the charging port. The plastic around the charging port was found to be warped and damaged. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Due to the transient nature of small shorts that cause these events, which often result in the elimination of the evidence due to the heat generated, no further investigation is possible or necessary.

Event description:
It was reported the omnipod 5 personal diabetes manager had melted at the charging port. Additionally, the controller was noted to be smoking. The patient confirmed using an insulet supplied charging cord.

Manufacturer narrative:
The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the cause of the reported thermal event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.